Manufacturer narrative:
The device was received for evaluation. During functional testing, close door and open door error was reproduced. A review of the event history log revealed ''shut door- power off''. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link screw not being tightened down properly. The upper link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a "door open error code". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.